Event description:
It was reported that while the matrix orthognathic set was being demonstrated to customers, one of the prongs of the plate holder broke off. The broken prong was lost and could not be sent back for investigation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that two prongs were broken both on the outer radius of the bending zone at the smallest cross-sectional area. There were scratches across the knurled surface of the handle. Bending the instrument creates tensile and compressive forces within the region of bending, the tensile forces on the outer radius and the compressive forces along the inner radius. The ductility of the material is reduced within this region of bending. Both prongs were broken on the outer radius of the 30 degree bend and within the smallest cross-sectional area, the weakest point, on the instrument. A combination of repeated use and the reduced ductility of the material will contribute to the fatigue of the prongs. This is what is observed in the above described complaint. From a design perspective this complaint is valid with respect to instrument tip breakage. The risk assessment adequately covers instrument tip breakage which is within the acceptable range. In addition, as this event did not occur during surgery, there was no associated risk to any patient.